Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after a vibratory alert. The right ventricular lead exhibited high impedance. There were a couple of noise reversion episodes noted, most recent was in (B)(6) 2017, however egm's were unavailable and the nature of noise unable to be assessed. All lead tests were satisfactory and within normal ranges. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after procedure.